Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier # UDI (and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) stopped functioning properly. The pump was stuck, making it impossible to empty it by pressing. The aus was explanted and replaced. No patient complications reported.